Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing was unable to duplicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the pendant buttons were not working consistently. This issue was noted outside of a procedure, and there was no patient involvement.